Manufacturer narrative:
(B)(4). Method: the returned mr290v chamber was visually inspected for the reported broken water feedset tube. Results: a cut with smooth edges was found in the water feedset tube near the chamber dome, confirming the reported fault. A lot check revealed no other complaints of this nature for lot number 100527. Conclusion: the cut in the feedset tube was likely to have been caused by a sharp object such as blade. All mr290 chambers are pressure tested and visually inspected for damage, including cuts in the water feed tube. Any chamber which fails pressure testing or visual inspection is rejected. This suggests the water feed tube was damaged post production. (B)(4).

Event description:
A hospital in (B)(6) reported via our distributor that there was a crack on the water feed tube of an mr290 autofeed humidification chamber, causing it to leak. This was found prior to patient use. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported via our distributor that there was a crack on the water feed tube of an mr290 autofeed humidification chamber causing it to leak. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The complaint chambers are currently en route to fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow-up report upon receipt of the complaint chambers and completion of our investigation.